Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, the physician complained that the tapered tip with the loop, which is attached to the peg tube, with the compression ring fitting has an extra ridge that causes a hang up during the placement of the tube and caused discomfort to the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however over 18 years old. Reported event of difficult to advance peg tube. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.